Manufacturer narrative:
Bd has determined this event as not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after opening it was confirmed that the sterile water was turbid and it was refrained from using the foley catheter. Per follow-up information received via from ibc on 23dec2021, there was no foreign material found. Per investigation findings, it was confirmed that this issue was not a defect in the product. The new syringe appearance was whitish compared with the old syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after opening it was confirmed that the sterile water was turbid and it was refrained from using the foley catheter.